Manufacturer narrative:
The product was not returned for analysis. Only photos were returned. The reported complaint was observed on the returned photo. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Photo provided shows an implanted iol. The nozzle tip appears to be visible. There appears to be foreign material/damage on the optic edge. The origin of the foreign material/damage cannot be confirmed from the returned photo. Based on our observation of the attached photo/video, there appears to be foreign material/damage on the optic edge. The origin of the foreign material/damage cannot be confirmed from the returned photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a burr was found on the side of the product during surgery. The surgery was completed without product replacement. There was no patient harm. The burr could not be removed. The sample was not available since it was still implanted into the patient's eye. Additional information has been requested and received stating that, a burr-like thing was observed when the iol was in the preloaded device. It was suspected that it was from lens manufacturing.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).